Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. A 1.2mm x 12mm threader balloon catheter was advanced for pre-dilation. However, during inflation, the pressure of the indeflator did not increase. The device was deflated and was removed from the body. Retrieval was smoothly performed without resistance. It was then noted that the balloon had ruptured and it was not a pinhole rupture. No segment of the balloon was detached inside the patient. The procedure was completed with a 1.5mm emerge balloon catheter. No patient complications were reported and the patient's status was good.